Event description:
It was reported that during surgery the device was identified as needing repair. There was no harm reported with a delay in procedure of 16-30 minutes. An additional skin graft was not taken. Due diligence is complete and no additional information is available. At product evaluation investigation the device motor speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech found that the motor speed was unstable, the unit was out of calibration at the 0 reading, the needle bearing was worn, and the position of the control bar was not correct. Tech replaced the motor and needle bearing, recalibrated the position of the control bar and the unit itself, tested the unit, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.